Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the reported event of infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient will be having the generator removed due to infection issues. During follow-up, the nurse of surgeon indicated that the infection was first noted in the beginning of the month by the patient's mother where the location of the generator was slightly swollen. The nurse indicated that the location appeared to be red on the chest and the pocket was squishy and bulging. The patient was provided antibiotics and the device was later explanted. Per the clinic notes, the generator was removed and chest wall was washed out and then proceeded with the removal of the electrodes. There was complete removal of vns with no hardware left behind. Per the nurse, the cause of the infection is unknown. The device history record's of the generator and lead was reviewed. The generator and lead passed final quality and functional specifications prior to release. No additional relevant information has been received to date.